Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he has suffered a hypoglycemic episode while at work. Paramedics were called and patient was administered glucose gel and ingested a bite of a candy bar after which he recovered from his hypoglycemic episode. Patient claims that his cgm value at the time of his hypoglycemic incident was 66 mg/dl while his bg was measured at 20 mg/dl. Patient also believes that cgm alerts were not triggered. At the time of his call to dexcom technical support, patient reports he was feeling better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.